Event description:
Olympus sales representative reported that the customer oes elite, high-definition autoclavable telescope has a lens defect, ¿cracked lens¿. The reported issue was found at reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, broken lens was found in the optical system. A visual inspection noted the rigid outer tube is deformed/bent and the optical system under the distal end objective window has sunk down. The cause of the broken lens is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked lens could not be determined. Olympus will continue to monitor field performance for this device.